Event description:
Customer reported being hospitalized due to dka. Customer's family member stated that customer has experienced low battery life for about 7 months. Troubleshooting conducted and the pump did not alarm during the high pressure test.